Event description:
As per information received on november 13, 2023, the user does not respond to sounds. Reportedly, the user has not responded consistently since implantation of the device.the user has been re-implanted with a compressed electrode variant on (B)(6) 2024.

Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. Re-implantation was carried out but the device will not be made available as it has been discarded.

Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. No information on possible further steps has been received.

Event description:
As per information received on (B)(6), 2023, the user does not respond to sounds. Reportedly, the user has not responded consistently since implantation of the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
As per latest information received on november 13, 2023, the user does not respond to sounds. Reportedly, the user has not responded consistently since implantation of the device.